Event description:
An endurant stent graft system was implanted for the treatment of a fusiform 50 mm in diameter and 121 mm in length abdominal aortic aneurysm. The proximal aortic neck was 19 mm in diameter and 6 mm in length. The aortic neck angulation was 50 degrees. It was reported that after the stent graft was implanted, the final angiography showed a type 1a endoleak. A slight endoleak still remained after a touch up was done, the conditions did not allow an additional cuff to be implanted. Therefore, the physician decided to monitor the progress, presuming that this minor leak would resolve. The patient will be monitored by the physician. No additional clinical sequelae were reported. The physician commented that the leak is expected to resolve as it is not a major leak. This event was inevitable due to a short neck having a length out of the IFU requirements.

Manufacturer narrative:
(B)(4). Evaluation, conclusions: off-label, unapproved, or contraindicated use (6mm in length aortic neck).